Event description:
Study event. Device malfunction: none. Time of symptoms/ae: end of procedure. Symptoms/ae: hypotension, bradycardia. It was reported that at the end of a right internal carotid artery stenting procedure, and after post dilatation, the patient became hypotensive and bradycardic. The patient was treated with proamatine, atropine, and brethine. Both conditions resolved in 2007 and the patient was discharged to home the next day. There were no other reported patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. This report was originally filed under manufacturer report number 2953144-2007-01044. This submission represents the correct manufacturer report number.